Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issues. According to the log information, a fault log regarding the reading of atmospheric pressure remained, so the drive manifold, fill manifold, and pim solenoid valve parts were replaced. In addition, the fse found a display problem on the monitor screen during repair, screen was distorted. The fse replaced lcd top display for the monitor. There was no reproduction in running tests after that, and the results were good. All functional and safety test performed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings, component codes).

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). Due to character restrictions in block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit has an internal communication error causing operation to stop. The problem reoccurred even after rebooting, so it was immediately replaced with another cardiosave. There was no health damage to the patient.